Event description:
It was reported that during post-operation device check, the patient's atrial leadless pacemaker (lp) failed to be interrogated via conductive telemetry. The lp was failing to sense and capture in the right atrium. Chest x-ray revealed the lp had dislodged. The lp was retrieved and not replaced on (B)(6) 2026. The patient was stable.